Manufacturer narrative:
As reported, during a laparoscopic inguinal hernia repair surgery, it was noted that the 3dmax light mesh inner packaging was torn and sterilization compromised. The sample was not returned for evaluation however photographs were provided. Evaluation on the photographs indicates that the tyvek pouch was partially opened at the chevron end. Review of the photographs does not allow for root cause determination. Based on the information currently available, and in the absence of the physical sample for evaluation, no definitive conclusions can be drawn. A review of the manufacturing records confirmed that the subject lot was manufactured in accordance with applicable specifications. To date, this is the only reported complaint associated with this manufacturing lot of 1,474 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair surgery, it was noted that the 3dmax light mesh inner packaging was torn and sterilization compromised. The procedure was completed using another mesh. There was no patient harm or injury.